Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, 15 and 20 minutes apart, with results of 120, 115 and 298 mg/dl. Rptr did not feel well, was tired and thirsty, and that rptr did not eat. Control testing was not done due to lack of supplies. On followup, the rptr stated that rptr's reading the following morning was 125 mg/dl. Rptr takes oral medication. A control solution test was in range, 130 (96-144). No harm was alleged.